Manufacturer narrative:
(B)(4). Analysis was performed on the returned device. The reported failure to deploy the suture was confirmed as a suture retrieval issue. The reported resistance while positioning the device could not be replicated in a testing environment as it was likely due to procedure circumstance. The reported difficulties and subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
The patient and device codes were coded by the manufacturer. (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device via a 5f sheath after a coronary diagnostic procedure. Reportedly, there was some resistance while positioning the proglide device in the vessel prior to deploying the foot and when the device was removed the suture also came out. A new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device. No additional information was provided.